Event description:
Prior to initiation of a routine hemodialysis treatment, there was difficulty with the arterial needle stick. As soon as treatment was initiated, arterial air alarms and arterial pressure alarms occurred. It was reported that there was a lot of foaming and air in the system and treatment was discontinued without rinseback resulting in a 210 cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to poor arterial access flow. No evidence of a device malfunction. Cycler alarmed appropriately to poor arterial access flow. A direct correlation between the reported blood loss and the nxstage system one cannot be established. Nxsatge medical considers this report closed. No additional information will be provided.